Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2006. Patient underwent revision surgery on (B)(6), 2011 due to gradual increase in pain. X-rays indicated a fractured femoral neck. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 2 of 2 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00164.this report filed (B)(4), 2011.